Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, a kink was noted in the arterial line near the access connection causing air in the line once the blood pump was turned up. Treatment was discontinued without rinseback resulting in an estimated blood loss of 210cc. No intervention was required.

Manufacturer narrative:
The reported blood loss is due to the operator ending treatment without performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridge was discarded and therefore not available for eval. Kinks are a known and expected phenomenon associated with tubing sets. The user's guide includes the following warning: do not use a cartridge with kinked bloodlines. Kinked bloodlines can damage blood cells. Always inspect for kinks before use, particularly around filter connections. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No add'l info will be provided.